Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low and variable r-waves. It was also noted that the impedance measurements had been gradually decreasing. The rv lead remains in use. No patient complications have been reported as a result of this event.